Event description:
It was reported to medtronic minimed that the customer experienced bleeding and hyperglycemia with calibration not accepted alert. It was also reported that the customer observed a discrepancy in reading between sensor glucose and blood glucose values. The customer reported blood glucose value of 425 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-326a, mmt-377a, mmt-7040a, mmt-1884. Troubleshooting was performed and the discrepancy between the sensor glucose value of 393 mg/dl and blood glucose value of 425 mg/dl which was within the target range of 30%. It was also noticed that the customer was using an insulin pump system within 48 hours of the reported high blood glucose event and the auto mode/smart guard feature was active at the time of the reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-326a. No product return is required for mmt-377a. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.